Manufacturer narrative:
D9 - date returned to manufacturer: 9/12/2024. E1: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a cracked downstream occlusion (dso) sensor seal, and when powering up the device there was a constant alarm error code 41541. The latch lock optic flex sensor had malfunctioned due to an inoperable printed wiring assembly (pwa) board. The cause of the customer reported problem was an inoperable pwa board. The pump was in used condition, no physical damage was found, and labels were undamaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa board, latch lock flex circuit sensor, optical switch sensor, and the dso sensor seal. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
E1: reported phone (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41541. The event occurred during set-up, there was no patient involvement.